Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit was received with stuck motor error alarm loop during bolus delivery. Unable to confirm motor position encoder error alarm due to overwritten with displayable history check failed on startup alarms in alarm history screen. Displayable history check failed on startup alarm noted due to corrupted history file. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.